Event description:
Customer reported the monitor intermittently goes blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the interconnect cable connector. System operates as intended. This MDR is related to ge healthcare complaint number.